Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's second heartmate 3 (hm3) ran for five minutes and was filled with sterile saline, and a lock cap was placed on the outflow elbow and a glove tip into the inflow cannula. The same phenomenon of air backflow and lack of flow at 0 liters per minute was observed. It was decided that the patient would be placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO) with cardiohelp via central cannulation, utilizing the same access as the previous bypass procedure and the hm3 was left on at 4200 rpm. The chest was pulled closed but not wired and the patient was transferred to the intensive care unit (ICU). The issue with flow was determined to be caused by a high set speed of 4000 rpm. The calculated average flow at this speed would be 0 lpm. It was reported on 25-jan-2022 that a low flow threshold adjustment (lfat) was performed. It was additionally reported on 2-feb-2022 that the patient had a va-ECMO decannulation on (B)(6) 2022. It was undetermined whether the patient experienced adverse health impact due to prolonged surgical time. The patient reportedly stopped alarming before their low flow software update happened.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's second heartmate 3 (hm3) ran for five minutes and was filled with sterile saline, and a lock cap was placed on the outflow elbow and a glove tip into the inflow cannula. The same phenomenon of air backflow and lack of flow at 0 liters per minute was observed. It was decided that the patient would be placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO) with cardiohelp via central cannulation, utilizing the same access as the previous bypass procedure and the hm3 was left on at 4200 rpm. The chest was pulled closed but not wired and the patient was transferred to the intensive care unit (ICU). The issue with flow was determined to be caused by a high set speed of 4000 rpm. The calculated average flow at this speed would be 0 lpm. It was reported on 25-jan-2022 that a low flow threshold adjustment (lfat) was performed. It was additionally reported on 2-feb-2022 that the patient had a va-ECMO decannulation on (B)(6) 2022. It was undetermined whether the patient experienced adverse health impact due to prolonged surgical time. The patient reportedly stopped alarming before their low flow software update happened.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed continuous low flows as low as 0 lpm; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained data where there were continuous low flow faults and alarms with calculated flow stable at 0 liters per minute (lpm) despite numerous pump speed changes ranged from 3000-5000 rpm. The submitted lvad event log file captured temporary increases following the initial start of the pump at 13:08:16 at 1.0 lpm; however, following this there were temporary increases in flow at 0.2 lpm at 14:03:52, 14:04:10, 14:20:30 on (B)(6) 2022 and 0.1 lpm on (B)(6) 2022 at 8:15:50. The log file recorded the flow at 0.0 lpm before and after these events. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19oct2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures," provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. The IFU provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00524.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.